Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA:(B)(6) 2020. Additional information: h6. Additional h-3 summary: it was reported needle pulled off from the thread. Only a picture was returned for analysis. Upon visual inspection of the picture, an unopened sample of product code y423h. However, no conclusion could be reached on what happen as the sample was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: device return status/follow up? Available at hospital code product of the device : y423. The needle was removed with a adson clamp from the adipose tissue of the patient no patient consequences date of the event : (B)(6) 2020. Name of the procedure : margin revision, cleaning and draining.

Event description:
It was reported that the patient underwent a margin revision, cleaning and draining procedure on (B)(6) 2020 and the suture was used. During the 3rd operating time and the intradermal overlock, the needle pulled off from the thread, thus remaining in the operating cavity. The needle was removed with an adson clamp from the adipose tissue of the patient. There were no patient consequences reported.